Manufacturer narrative:
The physician implanted two smart stents in a patient and approximately three weeks later placed an additional smart stent in the same patient. It was reported that the proximal stent migrated into the patient¿s right atrium and the patient had to have emergency surgery to remove it. It is not known specifically which smart stent was removed. The target lesion location was the left common iliac vein. The products were properly inspected and prepped and no anomalies were noted. The stent was contained within the outer sheath during inspection. The access site was the left popliteal vein. The length of the target lesion was 14mm. The stents were placed in the left common iliac vein. The physician had planned to implant the second stent during the index procedure placing it proximal to the first stent, overlapping approximately 2-3 mm. Placement of the third stent was also planned and was placed distal to the first stent without difficulty and with good wall apposition. The stent was post dilated and there was no thrombus noted. When the stent migration was noticed the patient underwent a thoracetomy in the right atrium to remove the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15804099 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The smart stent is not indicated for use in the venous system. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician implanted two smart stents in a patient and approximately three weeks later, the physician placed an additional smart stent in the same patient. It was reported that the proximal stent migrated into the patient¿s right atrium and patient had to have emergency surgery to remove. It is not known which smart stent was placed proximal and needed to be removed. The patient is a male (age unknown). The target lesion location was the left common iliac vein. The products were properly inspected and prepped and no anomalies were noted. The stent was contained within the outer sheath during inspection. The access site was the left popliteal vein. The length of the target lesion was 14mm. The stents were placed in the common and extended into the iliac vein. The physician had planned to implant the second stent during the index procedure. The second stent was placed proximal to the first stent, overlapping approximately 2-3 mm. Placement of the third stent was also planned. This stent was placed distal to the first stent. There was no difficulty deploying the stent. There was good wall apposition after stent deployment and post dilation. There was no thrombus noted post deployment. When the stent migration was noticed the patient underwent a thoracectomy in the right atrium to remove the stent. It is not known which smartstent was removed.